Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse, cystocele, rectocele and enterocele. The patient underwent mesh removal (B)(6) 2012 due to pain, infections, incontinence and dyspareunia. (B)(4). Dyspareunia.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with laparoscopic enterocele repair, posterior repair, and suprapubic tube placement with cystourethroscopy . It was reported that following insertion the patient experienced vaginal bleeding and constipation. It was reported that following insertion the patient had a partial hysterectomy in (B)(6) 2012 and a colonoscopy in (B)(6) 2012. (B)(4).